Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. On 3/1/2019, a manufacturing record evaluation was performed for the finished device no non-conformances was found during the review. Concomitant product: pentaray nav high-density mapping catheter (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion was noticed after afib ablation procedure was completed. The physician was performing post-ablation mapping with the pentaray catheter when an effusion that had grown (1.2 cm in size) was noticed. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 160 cc¿s of fluid from the pericardial space. The patient¿s blood pressure remained stable the entire time as it was managed by the anesthesiologist. There¿s no information regarding extended hospitalization, patient¿s outcome, or the physician¿s causality opinion. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.